Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side exchange with no complaint against device. Healthcare professional later reported "rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported exchange with no complaint against device. Later, healthcare professional reported "rupture". This record is for the left side. Device has been explanted.